Event description:
Pt underwent cataract surgery on 05/25/99, and implantation of a staar model aq-2010v intraocular lens in the right eye. During insertion, the lens went into the bag tilted. The trailing haptic caught the edge of the bag and tore the capsule. "The capsule may have been weak to begin with because this is an 89 year-old-man." The surgeon cut the lens in half to remove it through the same incision, performed an anterior vitrectomy and implanted an anterior chamber lens. The surgeon said the pt's prognosis is "he's doing very well."